Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 2 had failed to open. A field service engineer selected the failed cubie, and it required a witness, customer was able to find a witness and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 2 had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.